Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the gastro jejuno anastomosis during a laparoscopic roux en y procedure, 2 devices were difficult to toggle and unload. A needle from one of the device handles fell into the cavity of the patient and was retrieved using a grasper. A third handle and reload were opened and used to complete the case. There was no patient injury.